Event description:
The customer called and reported his insulin pump was alarming with no delivery. Upon changing out the reservoir, the insulin pump would work, indicating the reservoir may have been occluded. The customer's blood glucose was 32 mg/dl, which customer reportedly treated. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.